Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis revealed a high current drain condition. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
The patient's wife reported that the patient's device lasted only 31 months. The device was explanted and replaced. No patient complications have been reported as a result of this event.